Event description:
Overed with bone and sinus augmentation was performed at time of surgery. Patient presented with bone type IV and inadequate bone quality / quantity. The device was forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.